Event description:
It was reported that the customer was hosptialized for hypoglycemia. It was stated that the customer had lbgs while driving. The nurse indicated that the customer had an accident and was transported to the hosp. The cause of the event was not determined. The programming and histories were accurate. Troubleshooting was performed and it was stated that the pump is operating as designed. The contact was advised to discuss possible causes of lbgs with md.